Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed cubies not detected on bus. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed cubies were not detected on bus. The field service engineer reseated row board cable on drawer pyxis module controller board (pcb) to restore missing cubies to resolve. The system functioned as intended after the field service engineer repaired the device.